Manufacturer narrative:
Continuation of d10: product ID: 8781, serial#: (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2026, product type catheter product ID 8781, serial#: (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2026, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 15-apr-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer (dist) regarding a patient receiving gabalon (60 mcg/day, concentration unknown) via implanted infusion pump indicated for cerebral hemorrhage. It was reported that the patient's condition was checked after the surgery. The patient was discharged from the hospital without any problems after the operation, and rehabilitation was continued. The patient started developing fever at night (at 37 °c) at the end of august, and was being monitored. No withdrawal symptoms. Compared to before itb, spasticity had reduced. No catheter trouble was detected in the imaging findings. No swelling due to infection in the surgical site. No abnormalities were detected in the blood test. It was determined that the event was not an adverse event related to itb, but for caution's sake, the baclofen dose was not increased from 60 ¿g/day and the patient was under follow-up. Additional information received indicated that the cause of the patient's fever was unknown and it was unknown if the fever resolved. Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that a patient had been experiencing symptoms such as fever since last september. Despite various tests and examinations, the cause had not been identified. It was reported that the treatment would be temporarily discontinued to observe the situation. Furthermore, the patient felt discomfort around the connector on their back and frequently touched the connector area, which seemed to have caused the catheter to shift downwards. As a result, it was decided to remove the catheter and all other parts and observe the situation. Initially, the dosage had been increased to 60 ug/day, but due to the discontinuation, it was reduced to 30 ug/day. The patient was hospitalized due to total removal and the explant date was (B)(6) 2026.

Event description:
Additional information received from a foreign health care provider via a distributor. The cause of the fever had not been identified as of (B)(6) 2026, and treatment has been temporarily stopped (catheter removed) while monitoring the situation. The discomfort and sensation of the catheter moving downward have been resolved by removing the device. Regarding the status of the pump and catheter that were removed, it was indicated that there was no plan to return to the manufacturer.

Manufacturer narrative:
H6 correction: the previously applied conclusion code d12 is not applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.